Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. The cathode conductor coil was severed at 390 mm. The conductor coils were stretched at 392-396 mm from the terminal pin. A cut was noted in the insulation at 210 mm from the terminal pin. There were indentations on the anode coil at 393 mm from the terminal pin, due to the cutting tool. The allegations of induced damage were confirmed by visual inspection. The lead was severed and only the proximal segment was returned.

Event description:
Boston scientific received information that the lead safety switch was activated on the right ventricular (rv) lead due to a change in impedance measurements. Impedances were notably low for a bipolar impedance (370 ohms). No noise was observed. Daily measurements show impedances over the past year were around 560 ohms. Boston scientific technical services (ts) discussed concerns of insulation damage with the lead and recommended monitoring the patient. Approximately one month later, a procedure to replace the lead was performed. During attempts to explant the rv lead, the lead became stuck in the svc. A temporary stent to assist with extraction was used to try and release the rv lead from the svc, however during this attempt, the system became tangled with the right atrial (ra) lead. Both the rv and ra lead were able to be successfully removed, but were damaged in the process. Attempts to implant new leads were unsuccessful due to the patient's anatomy, so the physician elected to remove all products and re-implant a new system on the patient's right side the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The leads are expected to be returned in pieces and segments. When additional information becomes available, this report will be updated.